Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring therapy (not specified). During the procedure when the catheter was removed from the patient¿s body, char was noticed attached to the tip of the catheter. Shortly after the procedure had completed, cva in the patient was noticed, proven by magnetic resonance imaging (MRI) which showed brain scatter versus focal stroke. Therapy was needed to help patient through stroke side effects. Extended hospitalization was required, the patient spent 2-3 days in the intensive care unit (ICU), 4-5 extra days total. Patient¿s condition has improved but not back to 100%; started out with slurred speech, numbness, and unable to move limbs. All has improved except weakness in his left arm. Physician¿s opinion regarding the cause of the adverse event is that it was bwi product malfunction related since there was charring on the catheter tip. No error messages were observed on any equipment. No temperature or flow issues occurred throughout the case. The generator was used in power control, with a max power set to 60 w, burning between 40-50 w for 8 seconds. High power with short duration was used. Above 40 watts/8 seconds long. The patient was heparinized, the activated clotting time (act) every 15 minutes and maintained throughout case. Standard saline was used. Force parameters set to 40 and never exceeded. Correct flow rate was used, 15 ml for 35+ watts. Respiration was enabled. The visitag stability range 3mm, time 3sec, force over time (fot) 25%, minimum force 3gm, tag size 2mm. Visitag based on time was used prospectively as color option.